Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that two knife tips broke during a mandible reconstruction surgical procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully with an alternative knife tip. This report is for the first tip that broke.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that two knife tips broke during a mandible reconstruction surgical procedure. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully with an alternative knife tip. This report is for the first tip that broke.